Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v386608, implanted: (B)(6) 2010, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that 2 weeks ago the patient started doing poorly and having symptom return and checked the implantable neurostimulator (ins) with the patient programmer and the ins was off. The patient turned the ins back on and was doing well today. The stimulation was turning off. It was noted that the patient typically didn¿t feel stimulation and hadn¿t used the program for 4 months prior to this so they would not have accidentally turned the ins off. The ins was on today when checked by the health care provider (hcp). It was stated that the patient had not seen any power on reset (por) messages on the patient programmer but they did not use the patient programmer often. The hcp wanted to know if the ins was turning off due to the ins battery getting low. It was reported that the longevity reported on the clinician programmer was 0 to 11 months for program 2 and 0 to 11.4 months for program 3. The capacity stated 0 to 13 percent and the hours used was less than 1 hour but this was due to the clinician programmer dying in the middle of the session and them needing to replace the batteries in the clinician programmer. It was noted that a longevity calculation based on the settings of program 2 which the patient used the most of 2.1v with a pulse width of 240, rate of 18 hz, 2 negative and 0 positive, and therapy impedance of 1966 ohms. The longevity calculation was 2.89 years to end of service (eos) and the patient had not changed the settings when using the patient programmer in the past. It was stated that the clinician programmer was showing the battery status ok and there were no alerts that the ins was low. The patient programmer was synced with the ins and they did not receive any ins battery low messages.